Event description:
N/a.

Manufacturer narrative:
The additional cds0706-xt device referenced in b5 is filed under separate medwatch report number. All available information was investigated, and the reported gripper actuation issue was confirmed and identified the gripper line to be broken via returned device analysis. The reported difficult or delayed positioning (gripper caught on anatomy) and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the identified gripper line break. A conclusive cause for the gripper line break and gripper caught on leaflets and chords (difficult or delayed positioning) cannot be determined. The reported poor image resolution was due to challenging imaging. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds0706-xt device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, restricted anterior leaflet, multiple torn posterior chords, and flail leaflet. A mitraclip xtw (31116r1003) was inserted, advanced to the mitral valve, and grasping was performed. However, difficulties visualizing the clip occurred, and while attempting to grasp, the gripper became caught on the leaflets and chordae. Troubleshooting was performed to free the clip from the leaflets but was not successful. A decision was made to implant the clip where it was stuck, and grasping was performed. However, it was observed that the anterior gripper was not functioning as intended. Troubleshooting was performed, but the issue was not able to be resolved. Troubleshooting was performed again to remove the clip and was successful. Therefore, the clip was removed from the patient. The clip was examined and tested outside the patient, and the anterior gripper was still not functioning as intended. A mitraclip xt (40219r2105) was then inserted, advanced to the mitral valve, and grasping was performed. However, the xt clip became caught on the leaflets, and it was observed that the anterior gripper was not functioning as intended. Troubleshooting was performed to free the clip from the leaflets, and after a significant amount of time, the clip was able to be freed, and was removed from the patient. The clip was examined and tested outside the patient. Tissue was observed in the clip, and the anterior gripper was still not functioning as intended. It was noted that the patient was stable throughout procedure. However, after the steerable guide catheter (sgc) was removed from the patient, the blood pressure (bp) dropped. To treat the drop in bp, protamine was administered. No clips implanted, and the mr remained at a grade of 4+. In the physician's opinion, the decrease in bp, requiring medication was not related to any of the mitraclip devices, but rather possibly related to a vagal response to groin pressure post procedure. It is not known what caused the stroke. However, the physician stated that the patient's prior medical history, specifically prostate cancer, likely caused or contributed to the stroke. It was noted that the patient sustained clinically significant delay due to the patient was under anesthesia due to procedural issues. On the following day, it was confirmed that the patient had a stroke after the procedure. In the physician¿s opinion, the stroke was not related to the mitraclip procedure, and that the patient medical history had contributed to the patient stroke.